Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The 90% stenosed lesion was located in a restenosed non-bsc stent, located in a non calcified and moderately tortuous left subclavian artery. The physician advanced the 6.0mm x 20mm sterling balloon catheter and inflated the balloon once to 6atms. A dissection was noted. The vessel dissection was treated by implanting a 7mm x 17mm express ld stent. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)